Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(6) 2016, right ventricular (rv) coil impedance spiked to 110 ohms. The impedance trend on the rv (right ventricular) defibrillation coil and svc (superior vena cava) defibrillation coil was variable,analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. On (B)(6) 2016, superior vena cava (svc) coil impedance spiked to 120 ohms.

Event description:
It was reported that the lead had high and variable impedance on both defibrillation conductors. During the lead replacement procedure the physician saw a broken spot on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.